Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with medical records and radiographs received. Review of the available records identified the following: -the patient was revised due to elevated ions and metallosis. -elevated cobalt/ chromium levels were detected pre-revision. A large amount of cloudy fluid evacuated consistent with metallosis and chronic component loosening. Significant metallosis and staining were noted at the trunnion adapter as well as the adapter head junction. Stem was well fixed and the trunnion was cleaned. Areas of overgrown bone resected from acetabulum. Stem left in place and other components were replaced. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 01.00185.146 head adapter m/0 12/14-18/20 lot#: 2433312. Catalog#: 01.00181.520 metasul large diameter hd 52/r lot#: 2384394. Catalog#: 01.00634.060 zimmer mmc cup 60/52mm code r lot#: 2528729. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2019-00496, 0009613350-2019-00512, 0009613350-2019-00514.

Event description:
It was reported that the patient underwent a revision procedure approximately 9 years post implantation due to elevated metal ion levels and metallosis. During the revision, significant staining was noted at the trunnion adapter as well as the adapter head junction. Osteolysis was noted behind the acetabular cup that had no bony ingrowth. Femoral osteolysis was noted as well; debridement performed. The stem was cleaned and left intact. All other components were revised without complication. Attempts have been made and additional information on the reported event is unavailable at this time.